Event description:
Valiant captiva stent grafts were implanted in the endovascular treatment of a chronic 85 & 67 mm taa and > 300 mm thoracic aortic dissection. Debranching of the arch vessels was also performed. It was reported the procedure was performed with no technical difficulty.  It was reported 3 days post-operatively, the patient had bleeding in the thoracic area. The patient subsequently expired on the same date due to the bleeding before any intervention could be carried out. Perthe physician it is believed there was a there was a type ib endoleak and a leak that caused the bleeding. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: v amc4040c150tu, serial/lot #: (B)(4), ubd: 14-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it is reported that the stent graft vamc4040c150tu (B)(6) was the distal most graft where the ¿suspected¿ type 1b endoleak originated. The physician did not suspect the presence of additional endoleak. Film evaluation summary: the reported type ib endoleak and bleeding leading to the patient's death could not be assessed on the pre-implant films provided. Lack of post-implant CT's did not allow for a thorough assessment of the stent graft in-vivo configuration and the reported bleeding in the thoracic region. It is possible that the pre-existing dissection may have contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.